Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that on (B)(6) 2013 the patient underwent removal of the mesh. Upon visualizing the mesh, it was noted that the mesh failed to incorporate and "there was a loop of small bowel adherent to the mesh. ¿ another mesh 15cm x 15 cm was implanted at that time. Subsequently, she had 2 additional surgeries; reportedly the mesh split in several locations. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/05/2019.